Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller reported they were getting shocked every time they charged their implant. The caller added that they fell last fall in the autumn, and this issue started after this. The caller stated their implant was in their chest, and the wires went down their arm. They stated it was a nerve stimulator. The caller mentioned that they went to their doctor who implanted the device, and they couldn't see them anymore because of insurance changes. The caller stated that they will likely just have the implant removed and would like to go back to a prime cell stimulator. The patient was redirected to their healthcare provider to further address the issue. The caller mentioned that they had a non-rechargeable implant and they didn't have to charge and preferred that one.